Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation was received for evaluation. During visual evaluation, no anomalies to the luers, bifurcate or glue fillets were noted. During functional evaluation, an unknown returned presto inflation device was used to inflate the sample to 8atm, and water was noted to be leaking from the glue joint. The sample was examined under 50x magnification, and a partial circumferential break was noted at the glue joint. No other functional testing performed. Therefore, the investigation is inconclusive for the reported uncomplicated balloon rupture as no evidence of the rupture could be determined. The investigation is confirmed for the identified break as a partial circumferential break was noted at the glue joint under magnification. A definitive root cause for the reported uncomplicated balloon rupture and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 01/2024.